Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented in clinic due to a vibratory alert. Upon interrogation, the right ventricular lead exhibited out of range pacing impedance. The lead was capped and replaced on (B)(6) 2018; an insulation anomaly was noted. No patient symptoms were reported.

Event description:
New information states that insulation anomaly was noted due to gradually decreasing impedance values tested during in-clinic checks. The patient was asymptomatic and remained stable throughout the procedure. No electrical anomalies were noted.